Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Tac started reviewing the cable while the phone was disconnected. Tac called back with no response. Addition follow has been made to request more information. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center does not capture images to the provation computer after the clv-190 was replaced on this tower. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause is unavailable at this time. Three attempts were performed to obtain additional information, but no response was received from the customer. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.